Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The patient was reported to have visited the hospital twice for the peritonitis, but it was not verified if the patient was hospitalized for the peritonitis. The cause of the peritonitis was reported to possibly be due to poor technique, but as this was unable to be verified, the cause of the peritonitis is assessed as unknown. On unreported date(s), the patient was treated with intraperitoneal vancomycin (dosage, frequency, and duration not reported) and oral ciprofloxacin (dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovered from the peritonitis. On an unreported date, the patient and family member were retrained on the proper aseptic technique. No additional information is available.